Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a rotator cuff procedure on (B)(6) 2016 and suture was used. During deep subcutaneous tissue suturing, the surgeon reported he heard a noise like a crack through the needle holder. He then saw that the needle broke off on the tip. X-rays were taken to locate the needle. There was no additional tissue damage from searching for the needle. The 2mm portion of the broken tip was not removed and it remained in the patient's subcutaneous tissue. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 05/13/2016. It was reported that the doctor did not plan to remove the needle piece because is a low risk inert material.